Event description:
Boston scientific received information that this lead exhibited high threshold. This was determined during a routine follow-up to the physician's office. At the cath lab, the lead was repositioned and then the threshold was 1.0v at 0.4ms. At this time, no adverse patient effects were reported as a result of this observation. Additional information confirmed that there was no evidence of dislodgement or loss of capture. The patient was not pacer dependent. A revision procedure was performed but no additional adverse patient effects were reported at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information is provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.